Event description:
An unk size aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that after 2 rings of the iliac stent graft were deployed the physician accidentally pushed the quick release button and pulled back, rather than use the trigger mechanism for quick deployment of the remainder of the stent graft. The result was the iliac stent graft landed lower than intended. The physician elected to remove the delivery system from the pt's vasculature without harming the vessel.